Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutters were not cutting and he was unable to remove vitreous from the anterior chamber of the eye. The procedure was completed without patient harm. Additional information has been requested; no further details have been provided to date. There is the first of three reports associated with this event.

Manufacturer narrative:
A device history record review was conducted; no anomalies were identified. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint history examination indicates there were no other complaints for the reported issue. Two samples were returned for evaluation. Sample 1: the sample was visually inspected using 25x magnification and deemed conforming. Actuation, aspiration and cut testing was performed and deemed conforming. Sample 2: the sample was visually inspected using 25x magnification and deemed nonconforming. The cutter edge of the upper port is rounded, with some damage to the cutting edge. Actuation and aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming, with no cutting. The probe was disassembled and the components inspected. There is approximately 0-5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. The complaint evaluation does confirm one of the two probes did not cut. The second probe was manufactured to specification, with good cutting and aspiration performance. The root cause for nonconforming probe appears to be due to a damaged port cutting edge. The mostly likely reason for this damaged port edge is either from excess removal of material during the manufacturing process in order to obtain a good testing outcome or from another object coming in contact with the port during its initial surgical use. No specific action with regard to this complaint was taken because the reason for the probe performance issue cannot be determined from this evaluation. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).